Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2 e1: patient city: (B)(6) patient country: brazil h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in brazil it was reported by the patient's mother that the patient lost 2 infusion sets and subsequently experienced an event of hyperglycemia on (B)(6)2024. The blood glucose level was 525 mg/dl and not stabilized. The patient was treated with an insulin pump, and the patient's mother was advised to seek emergency care for better assistance. No further information was available.